Manufacturer narrative:
H6 updated. Corrected data - d1 updated/corrected - d6a and d6b should have been left blank in the initial report. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis is a known risk associated with impella rp flex as described in the instructions for use. The aic signal issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the repositioning, however the reposition was performed with no consequence to the patient and support.

Event description:
An impella rp flex was inserted via left femoral vein post coronary angioplasty in a 66 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient was also receiving support from an impella cp. On day 5 of support, while in the intensive care unit, the patient had frank red urine. The cp was decreased from p-6 to p-4, and the positions of the cp and rp flex were noted to be unchanged. The urine began to start clearing in color. On day 6 of support, staff were unable to see correlating waveforms with the swan-ganz catheter and pulmonary artery pressures on the automated impella controller (aic). These doubled and were reported 60/40s, swan 30/10s. The device functioned at p-6 and flows dropped from 2.5 l/min to 0.6l/min. It was reported this occurred after the patient was turned, in which she was returned back to the original position. The waveforms normalized. The device continued to function at p-4 at 2.2l/min. On day 7 of support, the rp flex was explanted. Hemolysis is a known risk associated with impella rp flex as described in the instructions for use. The aic signal issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the repositioning, however the reposition was performed with no consequence to the patient and support.

Event description:
Additional information was received reporting the hemolysis resolved.

Manufacturer narrative:
B5: additional event information received.